Manufacturer narrative:
The t:slim g4 pump user guide states to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact requested if could add more insulin to a filled cartridge. The contact have reported that the cartridge was filled with a lot less than usual, however the amount was not known. During troubleshooting with tandem technical support, the customer's pump logs had +100 units. Cts informed the contact that to add more insulin after a cartridge has been filled was not recommended. The contact declined loading a new cartridge during troubleshooting yet the contact reported would change out the cartridge. The customer's blood glucose (bg) level was 346 mg/dl at the time of the reported event. The customer reported delivering a pump bolus correction to address bg level.